Manufacturer narrative:
New information was received: the initial troponin t result was not reported outside the laboratory. The initial result was compared to the patient's previous troponin t result which was >1.0 (no units of measure were provided). The difference between the current and previous results caused the customer to repeat the test. The customer did report the 1.94 ug/l result because it correlated better with the previous troponin t result.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality control data were within specification. No reagent issue is evident. The instrument message history does not indicate an issue. The measuring cell which produced the erroneous result was replaced and sample probe adjustments were made. Preanalytical factors were investigated. It was determined the customer was using a centrifugation speed that exceeds the tube manufacturer's recommendations for centrifugation of patient samples. It was also determined the customer is not using the recommended rack adapters for the sample tubes in use at the facility. This is the most likely cause of this event. The false negative troponin t result was not reported outside the laboratory.

Event description:
The customer received questionable troponin t results for one patient sample when tested on a cobas 6000 (B)(4) analyzer, (B)(4). All testing was performed on the same analyzer. The initial troponin t result was 0.04 ug/l. The same sample was repeated and generated a troponin t result of 1.94 ug/l. The initial result was reported outside the laboratory and to the physicians. No adverse events have been alleged regarding the discrepancy.